Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, the stent separated from the balloon and was removed from the patient surgically. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent had detached from the sds and was severely damaged the whole length with stent struts stretched and distorted. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The sds was not returned for analysis therefore reviews for individual assessment of the catheter profiles could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, the stent separated from the balloon and was removed from the patient surgically. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.